Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a hard disk failure and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.